Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was 1055 mg/dl. Customer stated that he was wearing the insulin pump at the time of hospitalization, but it was removed shortly afterward. The customer stated that prior to the hospitalization, he received a no delivery alarm. Blood glucose level at the time of the call was 434 mg/dl. Customer requested high blood glucose level troubleshooting, but the insulin pump showed no malfunction. The device was not replaced or returned for analysis.